Event description:
Patient presented to the physician with ongoing neurapraxia and slurred speech. Imaging was performed and a stimulation cuff dislodgement was suspected. The patient underwent a revision on (B)(6) 2023 to address the issue. Patient presented back with a lack of efficacy from therapy and requested system removal. The patient underwent a system explant surgery on (B)(6) 2024, to address the lack of efficacy. Prior to the explant, the patient reported experiencing persistent ongoing neurapraxia and slurred speech. Physician suspected a permanent nerve injury and recommended speech therapy after the explant procedure, but the patient declined. Patient presented back to the physician with improvement